Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 with a blood glucose level of 39 mg/dl. The customer mentioned that they were fine then they dropped. The customer was assisted by paramedics and taken to the hospital. The customer did not mention how they were treated nor mentioned their symptoms. The customer mentioned that they had been experiencing low blood glucose levels for 2 weeks. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.